Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, a failure of the unit to operate on ac power was not verified. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device's ac loss alert was sounding; although the ac mains light was on. The reported problem is indicative of a device that will not operate on ac power. There were no reports of patient use associated with the reported failure.